Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that it took 30 units for insulin to exit the infusion set tubing during the fill tubing process. The customer reported that it usually takes 21 units. The customer changed out all supplies and continued the fill tubing process. Reportedly, insulin exited the tubing after 21 units and the customer was able to resume insulin delivery. The customer's blood glucose level was 150 mg/dl.